Event description:
Information received with return of the device notes that during the implant procedure, the base rate varied several times from 60 ppm to magnet rate without manual inter- vention. The patient was recovering after the event and his condition was satisfactory.